Manufacturer narrative:
The previous MDR was submitted by (B)(6) under manufacturer report reference# 3002808486-2019-01203. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Fracture, tilt , vena cava perforation, embedded, chest discomfort, weight loss and inability to gain weight, irregular bowel movements, and limited activities. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported chest discomfort, weight loss and inability to gain weight, irregular bowel movements, limited activities is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 (per operative report) via the common femoral vein post gunshot wound and motor vehicle accident; prophylaxis of pulmonary embolism. Patient is alleging tilt, vena cava perforation (one posterior strut perforates the ivc wall 8 mm and contacts the l3 vertebral body and one lateral strut perforates the ivc wall 12 mm and contacts the right psoas muscle); fracture (the fracture fragment is embedded within the ivc wall and measures 6 mm and one of the primary struts and the 2 associated secondary stress were fractured and the fractured fragments are embedded within the l3 vertebral body); and organ perforation. The patient further alleges ¿sometimes my chest will bother me, I experience losing weight and not weight gain, my bowel movements are also irregular.¿ the patient further notes limited physical activities. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿axial CT abdomen and pelvis with coronal and sagittal reformatted images were submitted for review on (B)(6) 2019 of the ivc, filter position, and related findings. The hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is severely tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 13 mm. Two (2) anterior struts perforate the ivc wall 7 mm and 13 mm and contact the bowel. One (1) posterior strut perforates the ivc wall 8 mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 12 mm and contacts the right psoas muscle. No hemorrhage seen. No thrombus is seen within the ivc. There is a medially located fractured strut. The fracture fragment is embedded within the ivc wall and measures 6 mm.¿ per the patient, a complex percutaneous retrieval technique under general anesthesia too place on (B)(6) 2019. Per venogram, cavogram and still image radiographs dated, (B)(6) 2019, ¿infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal and a fractured fragment as described above. Incomplete removal of the ivc filter on (B)(6) 2019 with fracture fragment embedded within the ivc wall as described above.¿